Manufacturer narrative:
No products were returned as they were discarded by the hospital. No definitive root cause could be established.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's meridian anterior lumbar interbody system. It was reported that the surgeon had difficulty seating the screws into the 4-hole interbodies, resulting in a 30-45 minute surgical delay. Implanted screws were successfully placed. No patient injury was reported.